Event description:
The customer contacted stryker to report that their device unexpectedly shut down when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The device's battery pins were replaced as a precaution. The device passed functional and performance testing and was returned to service at the customer. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.